Manufacturer narrative:
Initially a ventricular perforation was reported to have occurred during the tavr procedure. However, additional information was received from the clinical representative present at the case. It was later learned that the ventricular perforation was caused by the temporary pacing wire, not an edwards device. Based on this information, the reported event will be retracted.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricular perforation was most likely caused by the wire or delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, a 29mm sapien 3 valve implantation by tf approach was not completed because the patient suffered a pericardial effusion before valve deployment. The valve was prepped and introduced into the femoral artery when the patient became hemodynamically unstable. The patient was put on bypass and prepped for open surgery. As per medical opinion, the root cause of the event could be related to the stiff wire or to the pacing wire.